Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 7 atm for 5 seconds. Furthermore, a pinhole was noted at the proximal part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.